Event description:
It was reported via the customer that during a nasal airway expansion procedure, a 4mm bur was used on the long stem. It was also reported that when the 4 mm bur became dull, it was removed and exchanged for a new bur. A second bur was then used to further burr down the septum against the thickened hypertrophied bone in the nasal cavity. During this process, it was reported that the head of the bur broke and was found loose and floating at the base of the sinus. It was further reported that a third bur was used for approximately 15 to 30 minutes at a drill depth of 5.5 to 6 cms; an acute haemorrhage became apparent at this point and was found to be from an internal carotid artery.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval, if the bur is received, an eval will be performed and a f/u MDR will be submitted. Lot number info has not been provided to permit further investigation.